Event description:
It was reported they can¿t get the device to turn off. There is constant electricity from the waist down. The clinician programmer (8840) shows that the implantable neurostimulator (ins) is off, but the patient feels the stimulation. It was noted the emergency stop key on the 8840 was used but still felt stimulation. The doctor raises and lowers the voltage, but the patient can¿t feel any difference. This happened when the patient was walking through in a room. The patient will go a month or so at a time without using it and she had it off for about a month. Then it came on, on its own and the patient turned it off but still feels it. The reporter was not able to clarify whether the patient checked to see if the ins was indeed on with the patient programmer (pp). The patient¿s health care provider (hcp) was going to speak to a company representative to come see the patient because the hcp did not know to run impedances. The next day it was reported the stimulation was turning on and the patient wasn¿t able to turn it off. A company representative (rep) ran electrode impedances and they all were normal, between 600-1100ohms. Then turned programmer down to 0v and off; then turned the device back on again and turned it up slowly. Stimulation was then backed down again and the patient could feel it decreasing but she always felt stimulation even when it was at 0v. The rep then deleted programs altogether and the patient was still feeling it. The patient was not doing anything strenuous when she first noticed this. It was noted the patient uses a walker. The patient was feeling stimulation in the same area she normally would, in her legs and feet on both sides. The hcp has not taken any imaging of the lead yet but the patient was being sent for x-rays. Group impedance was 272ohms and the patient only had one group a-1. No cause has been determined. The hcp confirmed that thoracic/lumbar x-rays were taken to evaluate the leads. The patient had continuous paresthesia feeling although the spinal cord stimulation (scs) was off. The patient outcome was noted as recovered without permanent impairment. It was then reported that the ins was going to be returned to the device manufacturer and the patient¿s hcp would like the analysis report. Additional information about the explant and outcome was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The rep confirmed that the device was removed on (B)(6) 2015 and the system was not replaced. The rep did not know how the patient was doing as of (B)(6) 2015 as they do not attend post-op visits for explants.

Event description:
=

Manufacturer narrative:
Analysis of the ins ((B)(4)), found no significant anomalies. According to the trace report obtained from the ins, the total recharge count was . The last recorded recharge session done while the device was implanted occurred on (B)(6) 2015. The battery was recharged for 3hours 1minute and the battery charged from 3.845v to 4.025v. The following method code is also applicable to this event: the following result code is no longer applicable to this event: the following conclusion code is no longer applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.